Manufacturer narrative:
A steris service technician arrived on site, inspected the unit and found the leak to be originating from the drying piston. Further inspection revealed the valve was broken. The technician replaced the drying piston valve in addition to the associated hose and silicone and seal o-ring. The technician ran a test cycle and found the unit operational; the washer was returned to service.

Event description:
The user facility reported that their reliance synergy washer was leaking soapy water onto the floor and into a walk way. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.